Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs100 intra-aortic balloon pump iabp unit, but was unable to reproduce the reported issue. The fse found no problem during unit testing with the trainer. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while servicing a cs100 intra-aortic balloon pump, iabp unit, the augmentation pressure was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: d1, g1.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10, h11. Corrected fields: a1, b5, b6 ,b7, d10, h6. The mentioned corrected fields were incorrect in the initial emdr, and have been corrected in this mfg follow-up #2.

Event description:
It was reported that the augmentation pressure in the cs100 intra-aortic balloon pump (iabp) was not coming. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.